Manufacturer narrative:
(B)(4). An examination of the device revealed the basket was returned in a closed position. Functional inspection found the thumb wheel moved freely in both directions but the basket did not open. Device was disassembled and found the pull wire had been broken at its proximal end. Probably procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. It is most likely that during the procedure the device could have been manipulated. Moreover, the failure found (pull wire broken) could have been caused due to the excessive force or twisting of the device by the user and it affected the device's ability to open the basket. Based on the information available and the analysis performed, the conclusion code for the complaint will be documented as "cause traced to component failure" since there is an expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that an optiflex retrieval basket was used during a flexible ureteroscopy procedure performed on (B)(6) 2018 through retrograde access in the kidney to treat stones. According to the complainant, during the procedure it was reported that the handle of the basket was not working and the basket could not be opened. The procedure was completed with another optiflex basket. There was no serious injury nor were there any adverse patient effects reported as a result of this event. This event has been deemed a reportable event based on the investigation results; pull wire detached.